Manufacturer narrative:
A field service engineer (fse) visited the account on (B)(4) 2008 and found the probe wipe tubing reversed, with the vacuum tubing connected to the top fitting and diluent tubing connected to the bottom fitting. The fse correctly connected the probe wipe tubing with no further leakage observed. The instrument was verified for proper performance. Root cause was use error. When the customer performed the procedure: "replacing the probe wipe" the customer inadvertently reversed the tubing to the probe wipe, i.e. The narrow tubing is to be placed in the top fitting, and the wide tubing is to be place in the wide fitting. The tubing was reversed between the top and bottom fittings. This caused sample to leak from the probe wipe assembly during the back wash cycle. The procedure "replacing the probe wipe" is in the coulter ac-t diff 2 analyzer operator's guide. The procedure was reviewed and found to be adequate. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported an incident of a biohazard leak on (B)(6) 2008. The customer had completed a maintenance activity to replace the probe wipe. Following the completion of this maintenance activity, the probe stuck in a tube and blood was sprayed within the closed vial station. The biohazard was contained and there was no exposure to mucous membrane or open lesion. Customer was wearing appropriate personal protective equipment (ppe) at time of incident and followed the procedure "cleaning the closed vial station" as outlined in the coulter ac-t diff 2 analyzer operator's guide to clean the instrument and remove the biohazardous material. There were no deaths or injuries associated with this event.